Event description:
Related manufacturer report number: 2017865-2022-40276. It was reported that the patient presented that the emergency room in atrial fibrillation. The patient received cardioversion and was hypotensive. An echocardiogram revealed that the right ventricular (rv) lead perforated the rv apex. The patient was brought into the operating room were both the right atrial and ventricular leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. After the lead was cleaned, torque was applied to the connector pin, and the helix could be extended and retracted. The helix extension length was measured within specification. A tip stiffness test was performed due to the reported event of cardiac perforation, the results were within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.